Event description:
During morning rounds, ICU team told primary rn to remove swan but keep introducer. 4 different rns attempted to remove the swan from the introducer but were unable to. Bedside rn asked this charge rn, to evaluate introducer sheath as it appeared a part of the twist lock cath-gard catheter contamination shield remained on the cordis of the introducer sheath with a small tegaderm folded overtop. The yellow locking mechanism was indeed still attached to the cordis but the actual shield part had been removed. This rn was able to reposition the remainder of the cath-gard catheter shield to attempt to remove it from cordis but was unable to do so despite multiple attempts. 2 providers were called to bedside to assess. They were unable to pull all of the pieces of the swan that connect to the introducer. Physician said it was ok that the remaining piece was left on and we can continue to use the introducer. The entire dressing was changed, introducer sheath cleansed, and a new dressing was re-applied. From leadership, "when we place a swan, there is a protective sheath that covers the swan. When we remove the swan and leave the introducer, we remove the sheath with the swan. Apparently this one was tricky and the rn could not remove the sheath from the introducer."